Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 889-28, lot# v717136, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect, especially at night. Even since the patient had her implantable neuro stimulator (ins) replaced due to normal battery she had still been ¿peeing all over the place¿. The patient had tried adjusting her programs because she was at 1.5v and ¿it was still not working¿.